Manufacturer narrative:
Updated fields: h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it was possible that there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. However, a definitive root cause for the reported malfunction could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: ·labeling the IFU warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported the biopsy valve reprocessing was deviated from the reprocessing guidelines. There were no reports of patient harm or injury.